Event description:
The manufacturer received information, regarding a dreamstation auto CPAP. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted, when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP. The patient was passed away. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they could confirm the customer's allegation and there were visible foam degradation and unit got scrapped. Remedial action init, recall (z) number, (device) problem code grid, evaluation method code grid, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.